Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the back therapy electrodes. The patient was given a prescription for hydrocortisone cream from her physician. Patient indicated that the irritation has slightly improved.